Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2017. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient stated the leads were switched out because previous leads were wrapped around the front of their spinal cord and they were not getting coverage for their pain.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported there were high impedances and the leads were explanted and replaced. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-nov-2017, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-dec-2017, UDI #: (B)(4). Event problem and evaluation codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that there were lead impedances. Actions taken included an explant and replacement on (B)(6) 2017. It was unknown what the status of the event was at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was corrected that there were low impedances and was reported that the cause of the lead impedances was not determined. No further complications were reported/anticipated.